Manufacturer narrative:
Olympus followed-up with the user facility via phone and in writing to obtain add'l info regarding this report, however, no further info was provided. The device referenced in this report was returned to olympus for eval. A total of twelve electrodes from the same lot were returned, with nine of the twelve electrodes in unopened individual packages, and the remaining three were returned in a biohazard bag. The electrode loop wires of the three used electrodes were all noted to broken near the junction with the yellow terminal, and the fracture area was deformed consistent with a high energy event. The 12 electrodes were returned to the original equipment MFR (OEM) for further eval. This report will be supplemental if the OEM provides significant and relevant eval findings. Olympus (B)(4). Is filing mdrs on behalf of gyrus acmi. (B)(4). This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that the first three electrodes used during a transurethral resection of the prostate (turp) procedure broke on the initial pass over the pt's tissue. The loops reportedly broke at the yellow connector. The intended procedure was said to have been completed with a different unk type of device. There was no report of pt harm nor device fragments.

Manufacturer narrative:
Oca undertook a retrospective review of its MDR files for the period of january 2005 to april 2015. Based upon this review, we are submitting this supplemental report to separately account for each of the three devices involved in this event. Please cross reference MFR. Report numbers: 2951238-2016-00204 and 2951238-2016-00205.